Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were crossing and not forming correctly. A second device used with the same issue. A third device was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. If further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed.